Event description:
During a cataract surgery, when elevating the IV pole the surgeon noticed a loud noise in the back of the equipment and subsequently there was a sudden total collapse of the anterior chamber. He stopped aspiration and removed the phaco handpiece. The surgeon noted the tubing had been blocked by the power supply cord when the IV pole was elevated. The surgeon completed the surgery with a moderate corneal edema occurring post-operatively, which resolved quickly.